Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact and the dso (downstream occlusion sensor) and seal had contamination. The customer stated problem was confirmed, the dso failed calibration. The dso will be replaced during repair process. The main board will be replaced for the pump not working on battery. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed -cassette not attached properly- and -no battery power- during testing. No patient injury was reported.